Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot # va0ldq0, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ldq0, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that a patient was feeling stimulation the day prior to the report, put a tuning element bracelet on, and stimulation stopped. The patient¿s symptoms returned gradually last evening. The day of the report the patient was feeling a little bit of stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.